Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02130. It was reported that following a fall, the patient lost effective therapy, which reprogramming could not restore. X-rays confirmed that the patient's leads had migrated. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. (B)(4).

Event description:
Additional information was received that surgery occurred to explant and replace the leads, which addressed the issue.